Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they were unable to insert the component. The following information was provided by the user facility: the locator was inserted in the insertion sheath and the position was set. Next, the component was being inserted in the insertion sheath, but resistance was felt and did not advance. Therefore, the component was withdrawn and successfully removed. The component was replaced by a new one to continue the hemostasis procedure. Subsequently, hemostasis was successfully achieved. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 6 fr. The vessel diameter was 7 mm. Hemostasis was successfully achieved by the second device. There was no impact to the patient. Blood loss was reported to be less than 250 cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.